Event description:
Related manufacturer reference number: 1627487-2022-05060. It was reported that the patient¿s leads showed high impedances, due to which the patient experienced ineffective therapy. As such, the patient was admitted to the hospital. Subsequently, surgical intervention took place on (B)(6) 2022 wherein the supraorbital leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient has adequate therapy post surgery.